Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and instrument data, and did not find an instrument malfunction. The fse performed a daily cleaning procedure. Quality controls were run, all of which were within range. The fse ran a positive patient sample five times and then ran a negative patient sample five times, and all resulted as expected. The cause of the discordant, false positive hbsag results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, false positive hepatitis b surface antigen (hbsag) results were obtained on three patient samples on an advia centaur instrument. The samples were rerun and confirmed positive. The discordant results were reported to the physician(s), who questioned the results. Two patients were redrawn and the new samples were run, and the other sample was rerun, and all resulted negative. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false positive hbsag results.